Manufacturer narrative:
Corrected data: (B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. There was also clear surgical residue/debris on the product. Visual inspection found the lens haptic to be broken. (B)(4).

Manufacturer narrative:
Pt weight: unk . (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens - -17.50/3.50/90 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to lens tearing during injection into the eye. The surgeon implanted the back-up lens. The patient's post-op best corrected visual acuity was 20/40.